Event description:
It was reported that there was no lock between the implanted device and the external equipment. External equipment was exchanged; however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device failed several of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed a cracked component. This device malfunctioned due to an electrical component short. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.